Event description:
An Impella 5.5 was inserted via right axillary/subclavian access site in a 63-year old male patient for High-Risk Percutaneous Coronary Intervention (HRPCI). The patient¿s comorbidities were known coronary artery disease and diabetes mellitus, melena. The patient¿s clinical state prior to initiation of support SCAI (Society for Cardiovascular Angiography and Interventions) shock stage D. While on support, the device functioned as intended at P-4 at 3.4Liter/minute with D5W Sodium Bicarbonate in the purge solution.Following transfer to the ICU, the patient was noted to have increased swelling of the right shoulder, arm, and chest wall near the Impella access site, consistent with access-site bleeding involving the surrounding soft tissue. The patient had an estimated blood loss of approximately 1 liter and received 6 units of packed red blood cells. Antithrombotic therapy reportedly included Angiomax infusion (dose unknown), aspirin 81 mg, and Plavix 75 mg; anticoagulation monitoring was not reported. Additional contributing medical history included a history of melena. . Hemostasis was achieved through monitoring. The device was not removed due to the event and continued to function as intended. The Impella 5.5 was successfully weaned and explanted. The patient survived and was reported to be stable at the time of explant.The patients major bleeding is most likely attributed to the underlying history of the antithrombotic therapy, SCAI stage D and vasopressors and inotropes. Although the patient received multiple blood transfusions and hemostasis was achieved, the device cannot conclusively ruled out as a contributing factor.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.